Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual/microscopic inspection: unable to perform a sample evaluation as the device or images were not provided for review. Functional/performance evaluation: device was not returned for evaluation. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged tilted filter, detached limb, and unsuccessful retrieval attempt. Based upon the reported event, the removal difficulties were likely due to the tilted filter; however, the definitive root cause for the filter limb detachment and tilt is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment an attempt to retrieve the filter was unsuccessful. Allegedly, the filter was tilted with a detached limb. Approximately five months post filter deployment a cut down procedure was performed to remove the vena cava filter; however, the detached limb remains implanted. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident. Approximately six months post filter deployment, an attempt to retrieve the filter was unsuccessful and a detached filter limb was identified. Given those findings, vascular surgery was consulted for retrieval of the filter. Percutaneous retrograde right internal jugular vein access was obtained. A venacavagram demonstrated a patent ivc, and the filter hook embedded into the ivc wall. While attempting to retrieve the filter with a snare, the prongs of the filter flipped in the opposite direction, making retrieval of the filter from the neck impossible. Given those findings, percutaneous retrograde right common femoral vein access was obtained. After several attempts to snare the filter were unsuccessful, biopsy forceps were used to pull the filter down to the right common femoral vein. The right common femoral puncture site was re-anesthetized and the right common femoral vein access cutdown was obtained. A clamp was used to clamp the distal portion of the femoral vein. The prongs of the filter were grasped with a clamp and manual pressure was used to pull the filter out of the femoral vein. The puncture site was sutured and hemostasis was confirmed. A completion venacavagram demonstrated no defects in the ivc, and one detached filter limb remained within the wall of the ivc, which had previously been noted on a cat scan. Manual pressure was held on the right internal jugular vein site for hemostasis. Approximately five months post filter retrieval, a CT scan demonstrated a metallic strut seen anterior to the l3 vertebral body. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a filter was deployed successfully below the renal veins. Approximately six months after deployment, an attempt to retrieve the filter was unsuccessful. A detached limb was allegedly identified during the retrieval attempt. A second retrieval attempt was performed. The filter apex was reportedly embedded into the ivc wall. During the attempt to snare the filter, the prongs allegedly flipped in the opposite direction, making retrieval impossible from the jugular vein. Allegedly access was gained from the right common femoral vein and several attempts to snare the device were unsuccessful. Biopsy forceps were used to drag the filter down to the femoral vein. A cut down was made and the filter was successfully removed. A venacavogram demonstrated no defects in the ivc, and a detached limb remained within the wall of the ivc. Based on the medical record review, filter tilt, a detached filter limb, and difficult to remove can be confirmed. Based upon the reported event, the alleged removal difficulties were likely due to the filter being tilted, however the definitive root cause for the filter limb detachment and tilt are unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: based on a review of the medical records received, approximately six months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful and a detached limb was identified. During a second filter retrieval procedure, a venacavagram demonstrated the filter hook embedded into the ivc wall. While attempting to retrieve the filter with a snare, the filter limbs flipped in the opposite direction; therefore, access was gained to the femoral vein and biopsy forceps were used to pull the filter down into the femoral vein. A cut down of the femoral vein was performed and the filter was removed successfully. A completion venacavagram demonstrated one detached filter limb that remained within the wall of the ivc previously noted on a CT scan. The patient was hemodynamically stable at the conclusion of the procedure.